Event description:
According to the reporter: the device's stitch wasn't transferring from side to side and dr (B)(6) had to put the stitch back in many times. The surgeon had trouble unloading the suture at the end when it was time to load a new stitch. The patient was not harmed. There was no additional information provided about the event. (B)(4).

Manufacturer narrative:
(B)(4).